Event description:
The email received for the study indicated that, during the index procedure, the patient experienced a neurological event/behavioral change, the onset was sudden and the recovery was full, with no deficit. The target was in the proximal (ostium) left internal carotid artery. In the physicians dictated report the event was described as a decrease in mental status which resolved after balloon deflation. The patient also experienced a decrease in mental status following stent deployment and imaging showed sluggish but patent flow. It was felt that debris most likely embolized into the distal protection device. The distal protection device was removed and the patient returned to normal mental status and motor function. After discussion with the physician, it was felt that the event was ultimately transient hypoxia because the patient has a known contralateral occlusion.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Carotid stenting carries inherent risk, including hyperperfusion. Based on the available information, there is no evidence to suggest that this event is related to a manufacturing issue or any other defect of the device. This event is likely related to transient hyopxia secondary to contralateral occlusion. This is one of the three reports submitted for the same event. Please reference MFR. Report #: 1016427-2009-00095, 9610978-2009-00101.